Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4 failed and could not be recovered. A field service engineer (fse) replaced the l board and the latch sensor and verified the functionality. The system functioned as intended after the field service engineer repaired the device.